Event description:
Material#: 309695, batch number#: unknown. It was reported that the bd luer-lok had foreign matter. The following information was provided by the initial reporter: verbatim#: rcc received a complaint via email. Email(s) attached. Item: 309695, quantity affected: (B)(4) case, serial/lot number:unknown, po : (B)(4). Are any samples available for return? Yes. . Reported issue: one bd syringe to be defective, has unusual stain inside of package.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information was provided.

Manufacturer narrative:
It was reported there was an unusual stain inside of package. As a sample was not returned, a thorough sample evaluation could not be performed. To aid in the investigation, three photos of a 10ml control syringe from lot 4094832 were received and evaluated by our quality team. One photo shows the top web side of a package with all applicable product information. Two photos show one syringe in a sealed package with a reddish-brown foreign matter on the thumb grip. The foreign matter is consistent with the grease used at the manufacturing location. Most likely the grease used on the conveyor belt. The condition observed is non-conforming per product specification and is associated with the molding process. A quality alert will be issued to the plant. A device history record review was completed for provided material number 309695, lot 4094832. The review revealed all visual inspections were performed per requirements with no quality notifications related to the defect reported. Lot 4094832 was inspected and accepted based on meeting our inspection control plant and was subsequently approved for shipment. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.